Event description:
It was reported to philips that the system geometry movements were not available. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Based on the additional information collected, the procedure was completed by transferring the patient to another room. The philips field service engineer (fse) inspected the system on-site and reviewed the log files. The fse found that a table collision activation error had occurred. During troubleshooting, the fse performed a visual inspection and discovered that the table was positioned too close to the c-arm, which triggered the table collision. To resolve the issue, the fse manually moved the table away from the c arm and advised users not to place the table in the c arm¿s movement path. The system was restored to service and returned to normal operation. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), during manual and motorized movements of the stand or the table, the operator is responsible for the safety of patient, staff, and equipment. Avoid collisions to prevent serious injury to patients and staff or damage to the equipment. Hence table was manually moved away from the c arm and advised users not to place the table in the c arm¿s movement path. As the root cause was determined to be user error, and the system is functioning within specifications, philips concludes, based on these investigation results, that this complaint is not reportable. The codes were updated based on the investigation outcome.